Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for hematoma. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after cto treatment, hemostasis was successfully achieved by the angio-seal device. The patient rested in bed for 8 hours. After that, a hematoma was noted at the puncture site. The physician applied manual compression, and hemostasis was successfully achieved. The patient recovered. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. Bleeding occurred out of the procedure room. Patient status following event was recovering. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 05february2021: the puncture site was distal to the inguinal ligament of the right common femoral artery.